Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the rubber sleeve was separated when removing the tube. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "this is a report about sleeve separation in usage with terumo's tubes. According to the customer's report, the rubber sleeve was separated when removing the tube. This issue has occurred twice in a row."

Manufacturer narrative:
H.6. Investigation summary: "bd received 1 sample for investigation. The sample was evaluated by visual examination and the sleeve of the blood transfer device (btd) was stuck in the closure of the terumo tube. The terumo containment device (blood collection tube) used in conjunction with our btd and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sleeve fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off." The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-06-06

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the rubber sleeve was separated when removing the tube. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "this is a report about sleeve separation in usage with terumo's tubes. According to the customer's report, the rubber sleeve was separated when removing the tube. This issue has occurred twice in a row."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.